Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt was receiving battery charger faults. The pt was issued a replacement battery charger/modem. Initially there was no indication that this event was reportable. However, upon receipt of battery charger/modem sn (B)(4), a reportable problem was discovered.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a shorted q1 current controlling transistor on the charger bedside board. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.